Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of jejunal tube occluded the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endovive two-port through the peg jejunal feeding tube (j-tube) was being used for the purpose of administering medication for advanced stage parkinson¿s disease. The exact date of the j-tube placement is unknown however it was reported that it was in place for one month. According to the complainant, on (B)(6) 2013, the jejunal tube became obstructed and it was not possible to rinse. Attempts to obtain information about the patient's condition were unsuccessful. If further relevant information becomes available, it will be filed in a supplement medwatch report.